Event description:
Customer reported that pt presented with pain and drainage two weeks following total right hip replacement. Pt was prescribed antibiotics and returned to the or for surgical debridement. Attending observed purulence at each stitch. Pt is reported as discharge and recovered with no further complaints.